Event description:
Reporter alleged blood glucose measured 34 mg/dl back to back with a result of 70 mg/dl when testing was performed within 10 minutes. It was stated customer went to the emergency room (ER) as a result however customer stated he could not recall the ER measurement however they treated him with a glucose IV and orange juice. No other actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.